Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room nurse reported a system message displayed during a cataract with intraocular lens implant procedure. They were unable to proceed with the case. The pt was transferred to a different facility and the procedure was completed. Additional info has been requested.